Event description:
After the cage was implanted, the surgeon went back to advance the cage further but didn't engage the driver fully, as the surgeon rotated the driver one of the distal tangs broke off. The broken piece was retrieved. No additional surgery time was reported.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.